Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after an unknown time frame following the implant of this transcatheter bioprosthetic valve, it was reported that the right coronary cusp leaflet was "frozen". Unspecified aortic insufficiency and aortic stenosis was present. A mean gradient of 40 mmhg was reported. A replacement transcatheter valve was implanted, valve in valve. Following the implant of the replacement valve, it was reported that a post implant balloon aortic valvuloplasty (bav) was needed to fully expand the waist of the replacement valve. A post dilation was performed using a 22 mm non-medtronic (true) balloon. No additional adverse patient effects were reported. Additional information was received which indicated that existing transcatheter valve had been implanted at 4 millimeter (mm) on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). The reported aortic insufficiency was moderate central leak due to the coapt issue of a frozen leaflet. As reported, leaflet thickening of the initial transcatheter valve was possible. However, there was the inability to confirm via the computed tomography (CT) due to the artifact of the transcatheter frame. The previously reported gradient of 40 millimeters of mercury (mmhg) was the measurement of the pre-existing transcatheter valve before the replacement transcatheter valve was implanted. Following the implant of the replacement transcatheter valve the gradient measured 3 mmhg with the active valve. No additional adverse patient effects were reported.